Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name: telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the surgeon was unable to advance intraocular lens (iol) as it was difficult to advance. Iol was managed to be implanted into the eye, however, the haptic was observed broken. Iol was removed and replaced. No adverse effect to the patient. Product was discarded. No further information available.

Manufacturer narrative:
Corrected data: additional information was provided and reported that after the haptic loop broke, it did not affect the optical surface of the iol, therefore, the surgeon did not remove the iol. Iol remains implanted. The patient has no abnormal condition. This supplemental filing is to correct the comment that the iol was removed and replaced. The following sections have been updated accordingly: section d6a: if implanted; give date: (B)(6) 2022 section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h6: health effect - impact code: removed 4631 more complex surgery and replaced with 2199 no health consequences or impact. Section h6: type of investigation: removed 4115 and replaced with 4117 device not accessible for testing. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.